Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-nov-2016, an fse visited the customer to address the reported event and found the analyzer running quality control (qc) and patient samples without errors. During servicing, fse found some shaking of the bf y axis movement as it went back to the wash position. Fse cleaned and lubricated the worm gear and cleaned , lubricated, and inspected all mechanicals. The customer was able to run patient samples without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was lack of lubrication of y axis worm gear.

Event description:
On (B)(6) 2016, a customer reported error 2151 (hybrid arm cup transfer pickup failure) with their a1a-2000 analyzer. They called back and stated that error code 2151 was incorrect and they were getting error 4486 (bf probe y axis positioning) and error 2043 (substrate dispensing delayed). A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting betahcg (pregnancy hormone) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.